Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. Customer stated that insulin pump had no delivery alarms. Customer stated they changed the set and also reservoir but still alarm occurred. Customer also stated that infusion set had leak on the back. Customer states insulin exited. Customer states insulin pump had bent cannula. The insulin pump will not be returned for analysis.